Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the provider who stated the end user was asleep when the device caught fire. The end user received injury to neck resulting in a bruise but no medical attention sought. Additional information received from the provider states, "the end user was asleep on the couch and the device caught on fire. The end user is a known smoker, but the provider said the end user was asleep." The device was returned for evaluation. The device had evidence of thermal damage. The evaluation concluded that the thermal event did not initiate from the oxygen concentrator based on the area of damage. It appears the fire traveled to the unit via the cannula. It is unlikely that the fire stated internally as the oxygen supply would have been cut off and would have prevented the fire from traveling to the exterior of the device. The fire was able to penetrate the back of the humidifier recess which was exacerbated by oxygen enriched air within the unit, causing extensive damage to the interior of the device. The metal outlet fitting is designed to prevent fire ingress to the device, but was not included with the returned device. The device contains several warnings against smoking during use, both on the product itself and in instructions for use. The on-product warnings include a large, clear "no smoking" icon, and a clear "no open flame" icon as well. The instructions for use warn against smoking during use in several places, in several languages, including the following verbiage: "oxygen causes rapid burning. Do not smoke while your oxygen concentrator is operating, or when you are near a person utilizing oxygen therapy. Smoking during oxygen therapy is dangerous and is likely to result in facial burns or death. Do not allow smoking within the same room where the oxygen concentrator or any oxygen carrying accessories are located. If you intend to smoke, you must always turn the oxygen concentrator off, remove the cannula and leave the room where either the cannula or mask or the oxygen concentrator is located. If unable to leave the room, you must wait 10 minutes after you have turned off the oxygen concentrator before smoking. Oxygen makes it easier for a fire to start and spread. Do not leave the nasal cannula or mask on bed coverings or chair cushions if the oxygen concentrator is turned on but not in use. The oxygen will make the materials flammable. Turn the oxygen concentrator off when not in use to prevent oxygen enrichment. Keep the oxygen concentrator and cannula at least 2 m (6.5 feet) from hot, sparking objects or naked sources of flame. Open flames during oxygen therapy are dangerous and are likely to result in fire or death. Do not allow open flames within 2 m (6.5 feet) of the oxygen concentrator or any oxygen carrying accessories. Drive devilbiss oxygen concentrators are equipped with a fire mitigating outlet fitting that prevents propagation of fire into the unit." The manufacturer concludes, based on the information provided, that the oxygen concentrator did not malfunction, and the use error of smoking during use likely caused the event.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information.